Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 774379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included insomnia, dysuria, vaginal candidiasis and vaginal irritation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), depression ("psych injury/ depression"), pollakiuria ("urinary frequency"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gi conditions/constipation"), headache ("headaches"), migraine ("migraine"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), visual impairment ("vision problem"), hot flush ("hot flashes"), mood altered ("mood changes"), stress ("stress"), anxiety ("anxiety/worry over medical problems"), urinary tract infection ("uti"), irritable bowel syndrome ("ibs"), abdominal pain lower ("abdominal pain/lower abdomen"), vulvovaginal pain ("vagina pain") and abdominal tenderness ("stomach felt tender") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dyspareunia, female sexual dysfunction, dysmenorrhoea, depression, pollakiuria, vaginal discharge, fatigue, constipation, headache, migraine, nausea, nervous system disorder, weight increased, visual impairment, uterine leiomyoma, hot flush, mood altered, stress, anxiety, urinary tract infection, irritable bowel syndrome, abdominal pain lower, vulvovaginal pain and abdominal tenderness outcome was unknown and the menorrhagia, iron deficiency anaemia and metrorrhagia had resolved. The reporter considered abdominal pain lower, abdominal tenderness, anxiety, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, iron deficiency anaemia, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, mood altered, nausea, nervous system disorder, pollakiuria, stress, urinary tract infection, uterine leiomyoma, vaginal discharge, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2011 patient received treatment for dyspareunia (painful sexual intercourse) apareunia, dysmennorhea (cramping), metorhagia (bleeding b/w periods) anemia, menorrhagia (heavy menstrual bleeding), bladder probs., urinary probs., vag. Discharge, fatigue, gi, conditions, headaches, migraine, nausea, nuero (as written) condit/prob, weight gain, vision probs and fibroids. 7 coils were visualized on the left side and 3 coils were visualized on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. The falliopian tubes are obstructed by the microinserts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, uterine leiomyoma, fatigue, fibroids, urinary frequency, urinary tract infection. Most recent follow-up information incorporated above includes: on 8-oct-2019: pfs and mr received. Reporter information, lot number, medical history added. Event : hot flashes, mood changes, stress, anxiety/worry over medical problems, uti, abdominal pain/lower abdomen, vagina pain, stomach felt tender added. Event psych injury were updated to anxiety, depression, and gi, conditions to constipation, ibs. Event bladder problem, urinary probs were updated to urinary frequency we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 774379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included insomnia, dysuria, vaginal candidiasis and vaginal irritation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), depression ("psych injury/ depression"), pollakiuria ("urinary frequency"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gi conditions/constipation"), headache ("headaches"), migraine ("migraine"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), visual impairment ("vision problem"), hot flush ("hot flashes"), mood altered ("mood changes"), stress ("stress"), anxiety ("anxiety/worry over medical problems"), urinary tract infection ("uti"), irritable bowel syndrome ("ibs"), abdominal pain lower ("abdominal pain/lower abdomen"), vulvovaginal pain ("vagina pain") and abdominal tenderness ("stomach felt tender") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dyspareunia, female sexual dysfunction, dysmenorrhoea, depression, pollakiuria, vaginal discharge, fatigue, constipation, headache, migraine, nausea, nervous system disorder, weight increased, visual impairment, uterine leiomyoma, hot flush, mood altered, stress, anxiety, urinary tract infection, irritable bowel syndrome, abdominal pain lower, vulvovaginal pain and abdominal tenderness outcome was unknown and the menorrhagia, iron deficiency anaemia and metrorrhagia had resolved. The reporter considered abdominal pain lower, abdominal tenderness, anxiety, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, iron deficiency anaemia, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, mood altered, nausea, nervous system disorder, pollakiuria, stress, urinary tract infection, uterine leiomyoma, vaginal discharge, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted insertion date- (B)(6) 2011. Patient received treatment for dyspareunia (painful sexual intercourse) apareunia, dysmennorhea (cramping), metorhagia (bleeding b/w periods) anemia, menorrhagia (heavy menstrual bleeding), bladder probs., urinary probs., vag. Discharge, fatigue, gi, conditions, headaches, migraine, nausea, nuero (as written) condit/prob, weight gain, vision probs and fibroids. 7 coils were visualized on the left side and 3 coils were visualized on the right side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. The falliopian tubes are obstructed by the microinserts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, uterine leiomyoma, fatigue, fibroids, urinary frequency, urinary tract infection lot number: 774379 manufacturing date: 2010-08 expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary probs"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi, conditions"), headache ("headaches"), migraine ("migraine"), nausea ("nausea"), nervous system disorder ("nuero condit/prob") and visual impairment ("vision problem") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure removed, type of removal surgery - no surgery). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the dyspareunia, female sexual dysfunction, dysmenorrhoea, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, gastrointestinal disorder, headache, migraine, nausea, nervous system disorder, weight increased, visual impairment and uterine leiomyoma outcome was unknown and the metrorrhagia, anaemia and menorrhagia had resolved. The reporter considered anaemia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, psychological trauma, urinary tract disorder, uterine leiomyoma, vaginal discharge, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted insertion date (B)(6) 2011 patient received treatment for dyspareunia (painful sexual intercourse) apareunia, dysmennorhea (cramping), metorhagia (bleeding b/w periods) anemia, menorrhagia (heavy menstrual bleeding), bladder probs., urinary probs., vag. Discharge, fatigue, gi, conditions, headaches, migraine, nausea, nuero (as written) condit/prob, weight gain, vision probs and fibroids. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lab data added. Event injury nos deleted and new events dyspareunia (painful sexual intercourse), apareunia, dysmennorhea (cramping), metorhagia (bleeding b/w periods), anemia, menorrhagia (heavy menstrual bleeding), psych injury, bladder problem, urinary probs, vaginal discharge, fatigue, gi, conditions, headaches, migraine, nausea, nuero condit/prob, weight gain, vision problem and fibroids added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.